Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room because of the syncopal episode. The remote monitoring network interrogation showed that the right ventricular (rv) lead exhibited noise, oversensing and a high number of sensing integrity counter (sic). No reprogramming was performed because the medtronic field contact did not found any issue with the lead. No further patient complications have been reported as a result of this event.